Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The large emboshield nav 6 embolic protection system (eps) was loaded onto a viper guide wire (gw) and advanced to it's intended location for an atherectomy procedure. After atherectomy was performed, the filter was encapsulated into the retrieval catheter; however, when the retrieval catheter was being removed the filter came out of retrieval catheter and stayed inside the sheath. The filter remained on the gw; therefore, filter was able to be removed with the gw as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A definitive cause for the reported issue could not be determined. In this case, the difficulty retrieving the filter may be the result of an excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter causing the filter to come out of the retrieval catheter during removal. However, this could not be confirmed. Although it was reported that a viper wire was used instead of the provided barewire, it was reported that the filter remained on the guide wire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. In this case, it could not be determined if failing to use the barewire filter delivery wire caused or contributed to the difficulties; therefore, a letter will not be requested.